Manufacturer narrative:
Investigation summary: it was reported that a 74 year old, male patient underwent atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter suffered a cardiac tamponade. During the mapping phase, before ablation started, after the transseptal was preformed, there was a small pericardial effusion. The procedure continued. Anesthesiologist managed to keep the blood pressure at 70-80 systolic. The effusion increased throughout the ablation until anesthesia could no longer stabilize the pressure. After ablation was completed (pvi) the patient became hypotensive and through ultrasound it was confirmed that the effusion had grown. A pericardiocentesis was performed to remove approximately 600cc of fluid. The patient had recovered. There is no information about the hospitalization. The physician mentioned that when he was bringing the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter up, it hooked on something and prolapsed. There is no indication that intervention was required to remove the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection tests were performed and were found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 10/18/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old, male patient underwent atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and suffered a cardiac tamponade and a pericardiocentesis was performed. During mapping phase, before ablation started, after the transseptal was preformed, there was a small pericardial effusion. The procedure continued. Anesthesiologist managed to keep the blood pressure at 70-80 systolic. The effusion increased throughout the ablation until anesthesia could no longer stabilize the pressure. After ablation was completed (pvi) the patient became hypotensive and through ultrasound it was confirmed that the effusion had grown. A pericardiocentesis was performed to remove approximately 600cc of fluid. The patient had recovered. There is no information about the hospitalization. The physician mentioned that when he was bringing the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter up, it hooked on something and prolapsed. There is no indication that intervention was required to remove the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. Physician's opinion is that the causality of this event is unknown. The flow settings were 2ml/min for low flow and 8-15ml/min for high flow the shaft proximity interference (spi) value is unknown. It is unknown whether the thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not prompt for catheter re-zero. No error messages on the biosense webster, inc. Equipment were reported. No biosense webster, inc. Product deficiencies were reported. Cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable. It was determined that this adverse event should be reported under both the thermocool® smart touch® sf bi-directional navigation catheter and the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter since both were in use before the event. This medical device entrapment issue was assessed as a reportable issue under the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter.